Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 3.0 x 28 mm xience alpine stent delivery system, when removing the protective sheath and stylet, the stent implant dislodged. There was no resistance removing the sheath and stylet. Another xience alpine stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported dislodged stent was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. (B)(4).

Event description:
Updated case description: it was reported that during preparation of a 3.0 x 28 mm xience alpine stent delivery system, when removing the protective sheath and stylet, the stent implant dislodged. There was no resistance removing the sheath and stylet. The stent delivery system was used for balloon angioplasty. Another xience alpine stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.